Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that a surgeon suspects a metal allergy with an implanted triathlon knee.

Event description:
It was reported that a surgeon suspects a metal allergy with an implanted triathlon knee.

Manufacturer narrative:
An event regarding metal allergy involving a triathlon knee was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.